Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in a catheter is confirmed and was determined to be use related. One 7 fr dual lumen hickman catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample. A long, ¿c¿-shaped split was observed in the catheter just distal to the bifurcation. Some tensile weakness was observed in the red extension leg, about a centimeter proximal to the bifurcation. A microscopic observation revealed the inner layer of the catheter was also split just distal to the bifurcation. The surface of the longitudinal split was observed to be granular in texture and tapered. Blood residue was observed in the red lumen at the distal end of the catheter. The shape and the granular surface texture of the split as well as the residue observed within the red lumen are all evidence of a burst caused by over-pressurization of the catheter, most-likely due to flushing against an occlusion.

Event description:
It was reported that the implicated hickman line was inserted into the patient in (B)(6) 2017. It was found that there was a crack at the joint before the extension leg and leaking was observed in the line near to the red port. It was stated that the catheter was exchanged because the doctor was concerned about an increased risk for infection as a result of the reported crack in the catheter. The doctor also reported that she nicked the line in order to thread a guidewire through in to exchange the line with a new one. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the implicated hickman line was inserted into the patient in (B)(6) 2017. It was found that there was a crack at the joint before the extension leg and leaking was observed in the line near to the red port. It was stated that the catheter was exchanged because the doctor was concerned about an increased risk for infection as a result of the reported crack in the catheter. The doctor also reported that she nicked the line in order to thread a guidewire through in to exchange the line with a new one. No patient harm was reported.